Manufacturer narrative:
Product is not expected to be returned for evaluation.

Event description:
The customer reported that during a routine doctor's visit his healthcare professional made adjustments to his basal rate settings. However, the hcp forgot to save the new setting's. The customer alleged that this led to a hypoglycemic episode. The last time the customer recalled checking his blood glucose was the evening of (B)(6) 2019, he received an estimated reading of 120 mg/dl which is normal for him. No other medication was taken, aside from basal insulin received through the infusion device. Basal rates throughout day as previously programmed were 1.45u/h-1.65u/h; corrected dates that were not saved by the hcp were supposed to be 1.35u/h all day. On (B)(6) 2019 the customer began to experience low blood glucose symptoms of disorientation and irritability. Customer advised that his wife returned home around 5:00 pm to find customer on floor and very disoriented. The customer advised that he never lost consciousness. Emts were not called and he did not go to the hospital. The wife helped test his blood glucose and it was 65 mg/dl. The wife treated the customer with a glass of orange juice. No other treatment was given. He advised feeling normal about 30 minutes later. Customer advised that the low blood glucose was the result of incorrectly programmed basal rates by his hcp. Product is not expected to be returned for evaluation.